Event description:
The patient had had several previous surgeries with insertion of a synthetic mesh to repair a recurrent hernia. A 4th procedure was required to remove an infected poly mesh and at this time, permacol was implanted in the infected wound in order to repair the hernia. The hernia recurred and a 5th procedure was performed to explore the area and repair the recurrent hernia. When the surgical site was opened up, it was noted that the permacol had nearly completely disappeared apart from a small amount on the patient's right hand side.